Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 messages that appeared on the display of the home pt's homechoice machine during drain 2/4 of their automated peritoneal dialyis therapy. Reportedly, the home pt did not close the clamps on the unused supply lines of their homechoice set. Baxter's technical serivice center assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No pt injury or medical intervention was associated with this event.